Event description:
It was reported this balloon was inflated multiple times during a hemodialysis fistula graft dilatation procedure. Significant resistance was encountered upon removal through an introducer sheath. Following removal of the balloon catheter, the pt was sent to surgery for a graft revision procedure. During the revision it was discovered that a segment of the balloon and catheter had detached and remained in the pt. Successful retrieval followed. The pt's condition is good. This device was received, evaluated and retained by this MFR. The engineering evaluation indicated the catheter shaft was returned in two pieces. The distal portion, which included most of the balloon material, was 9.5 cm long. The shaft under the balloon was elongated and flattened. The distal radiopaque marker was present on the shaft. The proximal portion of the shaft contained approx 4 mm of jagged balloon material. The radiopaque marker was present on the shaft and the tip appeared elongated. All balloon material was present. Co's f/u revealed that significant resistance was encountered removing this balloon catheter through the introducer sheath. This device displayed characteristics consistent with exertion against resistance, a broken, flattened and elongated shaft. Co believes continual exertion against resistance contributed to this event and do not attribute it to the device. Co's directions for use state: "caution: if resistance is encountered due to balloon rupture or for any other reason when removing either a catheter through an introducer sheath or a guidewire through a catheter, stop and remove them as a complete unit to prevent damage to the guidewire, catheter, introducer sheath, or vessel."